Event description:
It was reported that there was an unexplained reaction when flushing the device. Extreme 10/10 back pain, difficulty taking a deep breath, "heart pounding", heaviness in chest, extreme facial flushing and heat sensation (lasting 30 sec), whole reaction lasting 9 minutes. Oxygen applied by nasal prongs, vital signs taken, cold cloth to forehead for facial flushing and hot face sensation. Pt returned to normal after approx 10 min.

Manufacturer narrative:
The device has been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexd0845 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rexd0845) have been reported from one (B)(6) facility.